Event description:
The customer was hospitalized for low bgs. It was indicated that the customer delivered the proper amount of insulin for the food and realized later in the afternoon that blood sugar was low. The customer was disconnected during rewind and prime. Troubleshooting was performed. The programming and histories on the pump were accurate. Suggested that the customer call the doctor to discuss possible cause of low bgs.